Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset. The patient was treated with unspecified antibiotics (dose, route and frequency were not reported). Twenty- six days after event onset, antibiotic therapy was discontinued. At the time of this report, the patient was recovered from the event. Dianeal therapies were ongoing. No additional information was provided as the reporter declined follow up.